Event description:
Loss of capture was reported. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided photo of the episode during holter exam showed the reported right ventricular loss of pacing. Furthermore the photos taken during revision procedure showed the cut proximal end of the lead. An insulation damage is possible but cannot be determined with certainty. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.